Event description:
It was reported that this pacemaker was suspected to exhibited loss of capture (loc), with the patient presenting bradycardia as a result. Technical services (ts) was consulted and discussed the stored episodes. This pacemaker remains in service. No adverse patient effects were reported.